Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed and locked the pump buttons during a bolus. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. Troubleshooting was completed for the high. No further details were provided. The insulin pump will be returned for analysis.